Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the customer got air bubble while filling the reservoir. Customer stated that they tried with third reservoir and they had stucked with partially filled two reservoirs. The insulin pump will not be returned for analysis.